Manufacturer narrative:
(B)(4). Unique identifier (UDI) #: n/a. The 0001822565 - 2018 - 03875, 0001822565 - 2018 - 03876, 0001822565 - 2018 - 03877, 0001822565 - 2018 - 03878. Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that it was found in an instrument tray on distributor office shelf that articular surface provisional shims with missing ball bearings and a fractured articular surface provisional.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). 0001822565 - 2018 - 03875 - 1, 0001822565 - 2018 - 03876 - 1, 0001822565 - 2018 - 03877 - 1, 0001822565 - 2018 - 03878 - 1. Complaint sample was evaluated and the reported event was confirmed. Device history record was reviewed and no discrepancies were found. Investigation results concluded that the reported event was due to design issue. Field actions were initiated to recommend against using ultrasonic cleaning as a sterilizing technique for these devices. The device was subsequently re-designed to account for this failure mode with a new locking mechanism. It was determined that this device was manufactured prior to this design change. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.